Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. This device was not returned for investigation. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Manufacturer narrative:
Upon receipt, the device was visually inspected and it was found that foreign material is embedded in ring #2. Investigation is still in progress. A supplemental report on device evaluation will be submitted once it is completed. (B)(4).

Event description:
It was reported that during an afib procedure the lasso catheter tip was broken and there was no signal from tips 1-2. The tip was deflected and strangely bent and hard to get out from the left atrium and from the guiding sheath. The catheter was exchanged and the case was completed with no further issue. There were no patient consequence from this issue. In addition, smarttouch catheter did not measure any signal from tips 1-2. By changing the catheter the issue was solved.

Manufacturer narrative:
Evaluation summary: (B)(4) - it was reported that during an afib procedure the lasso catheter tip was broken and there was no signal from tips 1-2. The tip was deflected and strangely bent and hard to get out from the left atrium and from the guiding sheath. The catheter was exchanged and the case was completed with no further issue. There were no patient consequence from this issue. Upon receipt, the catheter was visually inspected and it was found that ring 2 was damaged and had some white particle underneath. This condition was not originally reported on the complaint. A ft-ir test was performed to in order to identify the type of foreign material, the results demonstrated that the particle is a pe and barium - sulfate based material. It is unknown how the ring was damaged and the origin of the foreign material. During visual inspection the tip was not broken, no anomalies were observed. Per the event, the catheter was tested for electrical performance and it was found within specifications. The catheter was also evaluated for eeprom, carto 3, 4 khz and calibration functionality. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. Catheter ods were also measured and it was found within specifications. Finally, deflection and contraction tests were performed and the catheter failed contraction. The catheter was dissected and it was found that the puller wire was wrapped around the nitinol. Catheter did not get stuck. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. All the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent this type of damage/defect from leaving the facility. The reported customer complaint regarding the deflection issue has been verified. For the damage ring/foreign particles, a corrective action has been opened to address and resolve this issue.

Manufacturer narrative:
Smart touch bidirectional: model #d-1327-05-s, lot # 15752664m (not marketed in u.s.). (B)(4).